Event description:
It was reported that during a selenia procedure on (B)(6) 2024, the tech reported that there was jerky tomo sweeps. Afield engineer examined the equipment and vta loose bolts were found on the rotational gear. Additionally, the counterweight cable was broken on internal compression assembly. All vta rotational gear bolts were discarded and the internal threads cleaned and new bolts installed with loc-tite. New bolts were torqued to correct values and the system was cured for 24 hours. A new compression assembly was installed and all calibrations were performed. The system met the manufacturer´s specifications. No patient or staff injury reported. No other information available.

Manufacturer narrative:
Selenia dimensions: system is jerking during tomo sweep. On 11/8/2024, it was reported that the system was jerking during tomo sweep. The field engineer (fe) was dispatched to the customer site and found the vertical travel assembly (vta) bolts were loose and the counterweight cable was broken on the internal compression assembly. The fe replaced the vta bolts and installed a new compression assembly to resolve the issue. No patient or user injuries were reported. A review of the device history showed this issue has not recurred since the parts were replaced. The vta bolts and internal compression assembly were not returned for investigation. The vta bolts were on the system for 5,588 days and the internal compression device was on the system for 1,531 days at the time of replacement. The parts were not returned for further investigation. The cause of the jerking motion during the tomo sweep was due to loose vta bolts. A CAPA has been opened to investigate the root cause of the loose/broken vta bolts. Conclusion: this investigation will be closed and the root cause investigation for this issue will be documented in a CAPA. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: a review of the complaint history for (B)(6) was performed and no additional complaints related to loose vta bolts were found. The complaint review identified that the vta and bolts were original to the system. Therefore, the DHR was reviewed. There were no discrepancies noted in the DHR. System product code: sdm-00001-2d, serial number: (B)(6), manufacture date: 07-13-2009, system installation date: on (B)(6) 2009, unique device identifier (UDI): (B)(4).